Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.

Manufacturer narrative:
The subject devices have not been returned to omsc. Omsc could not review service and manufacturing records because the serial numbers of the subject devices were not provided from the facility. As part of our investigation, omsc reviewed all of the complaints, but there was no record associated with the event described in the article. The exact cause of the reported event could not be conclusively determined.

Event description:
On december 20, 2018, olympus medical systems corp. (Omsc) received a newspaper article stating that a male patient suspected of gallstone had developed acute pancreatitis after undergoing an endoscopic retrograde cholangiopancreatography (ercp) at the user facility on (B)(6) 2018. It was reported that the patient died four days after the ercp. The patient¿s bereaved family argued that if adequate measures such as infusing sufficient infusion at the initial stage of diagnosis were done, it would prevent severe acute pancreatitis and never died. An olympus representative contacted to the user facility to obtain additional information of the event and was informed that the user facility had used an olympus duodenovideoscope model jf-260v for the procedure. Further detailed information could not be obtained from the user facility at present.